Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised test, excessive no delivery test, and displacement test. Unit was received with cracked case at display window corners, cracked battery tube threads, and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose levels. A manual shot would bring them down but temporarily. Customer's blood glucose level went up to 450 mg/dl. The customer treated her blood glucose level with a manual injection. The high pressure test passed. The customer experienced a low blood glucose level due to a manual shot stacking. The customer was advised that the device would be replaced and agreed to return the product for analysis.